Event description:
On (B) (6) 2008, the patient stated that, while "pulling" the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated a full cartridge of insulin spilled into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient was advised to switch to her backup infusion device and assisted with properly setting it up. Additional training was offered to the patient, but was declined. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.